Event description:
It was reported that the insulin pump had cracks near the battery compartment. The caller did not know the blood glucose reading. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. The device was also received with moisture damage on the motor, battery tube, keypad, and vibrator assembly. The button/keypad anomaly was unable to be verified due to the blank display. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratched liquid crystal display window, scratched reservoir tube window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.